Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that there is an intermittent spo2 signal. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned cable was evaluated. The investigation revealed that the cable was able to provide power to the device and the sensor was lit, but the connected device was not able to function properly. Manipulation of the cable made the device stop drawing power. The cable was cut in the middle of the cable between the inline power module and the ch connector. Continuity tests revealed intermittent or no connections on the pins. Corrosion on the ch connector pins resulted in either intermittent or total loss of functionality. A service history record review reveals that this unit was in the field for over seventeen (17) months with no previous reported issues prior to this reported event.